Event description:
The customer received questionable free psa and total psa total (free + complexed) psa - prostate-specific antigen (total psa) results for one patient sample from cobas e601 analyzer serial number (B)(4). The specific date of testing was not provided. Refer to the medwatch with patient identifier (B)(6) for the total psa assay. The initial results were free psa 8.72 ng/ml and total psa 0.82 ng/ml. The repeat results were free psa 8.72 ng/ml and total psa 0.815 ng/ml. On 04/15/2015, the service personnel ran the sample a third time and the results were free psa 9.31 ng/ml and total psa 0.80 ng/ml. As the customer had another similar case, the customer sent the sample to be tested on an abbott and siemens centaur analyzer. Both of the results were a total psa greater than the free psa result. No specific data was provided. The laboratory's results and the results from the centaur were reported to their customer. Information concerning if the patient was adversely affected was requested, but was not provided. No action was taken based on the customer's results. As the sample could not be provided for further investigation, a specific root cause could not be determined. As the results for both assays were reproducible, interference in the sample was possible. Based on the provided calibration and qc data, a general reagent or system issue was not indicated.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).